Manufacturer narrative:
The device history record for the lot number provided will be reviewed finding 758 pieces of 8lpc were released on (B)(6) 2010 meeting all conformance specifications. No conclusions can be made with out the device for analysis.

Event description:
The customer reported the inner cannula detached from the outer cannula. The pt was recannulated but not immediately. The date of the recannulation is unknown.